Manufacturer narrative:
Based on the available information, the company does not have enough details to investigate. The complainant received an answer that he should contact the treating physician. No further information was received regarding this case so far.

Event description:
In post that was received from the company's website the patient mentioned that he "no longer shake his left hand" but had "numerous side effects". No specific side effect was described.